Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 556845 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) for the patient's right ventricular (rv) lead indicating more than one hundred and seventy short v-v intervals. As well, the lead exhibited high rv pace/sense impedance, oversensing including multiple short v-v intervals and non-sustained ventricular tachycardia episodes, variable pace/sense impedance, oversensing and a pace/sense fracture. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.